Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy(egd) with banding procedure on (B)(6), 2013. According to the complainant, during the procedure, the ligation bands were not wrapped correctly and it did not deploy properly. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy(egd) with banding procedure on (B)(6) 2013. According to the complainant, during the procedure, the ligation bands were not wrapped correctly and it did not deploy properly. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned speedband superview super 7 device noted that the tubing, handle, and ligator were all returned. The trip wire was loose and not wound around the handle spool. It was also not cinched into the handle slot. The shrink wrap package of the ligator had been removed. One of the loops of the suture had come free from the ligator head tooth. The suture was also found to have been threaded through the distal opening of the ligator and not the proximal end as it should have been. Based on the investigation and available information, it is most likely the suture issue occurred during removal of the shrink wrap from the ligator during device preparation. The root cause for this complaint is "handling damage": the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.